Manufacturer narrative:
This report is submitted on may 17, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.